Manufacturer narrative:
The customer¿s report that the filter leaked at the small disc area while infusing tpn was confirmed. No anomalies were observed on the set during visual inspection. Functional testing revealed a leak from the filter vent. The root cause of the filter vent leak was fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, which increases backpressure and the fluid seeks the path of least resistance through the filter vent.

Event description:
The customer reported the filter leaked at the small disc area. New tubing and a filter were hung the evening prior on (B)(6) 2018. The product was used for tpn, which infused at 13ml/hour. Lipids were not in the line. Lipids were ordered for 1.8ml/hour. The patient was not ordered other IV medications. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the filter leaked at the small disc area. New tubing and a filter were hung the evening prior on (B)(6) 2018. The product was used for tpn, which infused at 13ml/hour. Lipids were not in the line. Lipids were ordered for 1.8ml/hour. The patient was not ordered other IV medications. There was no patient harm.